Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy, the cartridge was connected to the adapter, and all the 3 indicators were found to be illuminated green. Then an attempt was made to fire the device but failed. The procedure was completed with another device. There was no patient injury.